Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of inaccurate infusion delivery was not reproduced. The device was tested for flow accuracy and delivered within specification. A review of the event history log (ehl) revealed the user programmed two infusions with the parameters for flow accuracy testing outlined in the spectrum service manual: a rate of 40 ml/hr and vtbi of 20 ml, and one infusion at 80 ml/hr with a vtbi of 40 ml on the last days of use, which all ran to completion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inaccurate infusion rate. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.